Manufacturer narrative:
The complaint sample was received and the reported event is confirmed. However the investigation has not been completed at this time. A follow-up medwatch 3500a emdr will be completed when the investigation is completed. Report source distributor, depuy orthopaedics.

Event description:
It was reported during an unknown patient procedure that the offset cup impactor broke when connecting the cup. The clip broke off and fell into floor when attaching to cup. Instrument never made it to, or touched, patient no adverse events nor patient consequence were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was received at viant. Examination of the returned device confirms the reported fracture event. The latch trigger-housing has broken away from the body of the device as the ratchet weld has fractured. It should be noted, the broken portion was not returned for evaluation and no further conclusions can be drawn about the nature of the fracture. There are signs of normal wear throughout the device in the form of scratches, scuffs and dings, as well as impaction on the strike plate from intended use. The finish is tarnished, presumably from repeated sterilization. The ratcheting key has wear bottom-centered on the teeth as expected. Inspection found the cardan joint movement is stiff, but functional. Light articulating wear is identified on the joint and handle slot surface as expected. There is edge wear noted on the slot(s) in the form of material nicks. The device history records (DHR) was reviewed and no discrepancies were discovered. It is unknown how many surgical procedures (cycles) it had gone through throughout its life in the field. The viant risk management files were reviewed and the failure mode was identified and mitigated to the lowest possible level. In conclusion, the investigation confirms the reported breakage. As the fractured portion was not returned, no root cause can be determined. The investigation can draw no further conclusions with the information made available. No further investigation with regard to this complaint is required. Viant will continue to monitor for trends.